Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 received positions, when fired to the right and center the staple formation was conforming, however, when fire in the left position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the articulation lever broke. Another device was used to complete the case. There was no adverse consequence to the pt.